Event description:
Clinic notes dated (B)(6) 2012 indicated that this vns patient previously had 1-2 seizures per week but as now having 25 seizures per week. They were typically stiff seizures with tremors last 40 seconds. The patient's settings on (B)(6) 2012 are available, and system diagnostics from the date of clinic notes are within normal limits. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.